Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive and became frozen on the continuous glucose monitor warm up screen. Customer¿s blood glucose level was 172 mg/dl. Pump was reset to resolve the issue and customer continued to use the pump for insulin therapy.